Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight are not available for reporting. This report is for two unknown 7.3mm fully threaded cannulated screws. Part and lot numbers were not available for reporting. Other number¿ UDI: unknown part number, UDI is unavailable. Implant date is unknown. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during the week of (B)(6) 2016, x-rays were taken and it was determined that patient had nonunion, and that two unknown 7.3mm fully threaded cannulated screws in proximal portion of the plate had broken at the interface of the plate and screw heads. The devices were initially implanted to treat a right proximal femur fracture on an unknown date. On (B)(6) 2016, revision surgery with open reduction internal fixation was performed. The two broken 7.3mm cannulated screws were removed easily using a broken screw set extractor. Two 4.5mm cortex screws, two 5.0mm cannulated locking screws, one 5.0mm solid locking screw, and the plate were explanted intact. There was no allegation of complaint against the devices that were removed intact. The patient was revised to a synthes 95 degree blade plate and 4.5mm cortex screws for fixation of the femur shaft. There was no surgical delay and the patient postsurgical outcome was stable. This report is for two unknown 7.3mm fully threaded cannulated screws. This report is 1 of 1 for (B)(4).